Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the prograsp forceps instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 20-nov-2025: the reported issue with the prograsp forceps involves a structural separation where the metal tip was no longer firmly attached at the metal-to-plastic transition area. Although the internal cables appeared intact, the instrument showed visible deformation at this junction.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The prograsp forceps instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. Additional related observation not reported by site: the instrument was found to have a broken main tube from the distal tip. A piece measuring proximately 2.30 mm x 2.00 mm (detached) was not returned with the instrument. Components adjacent to this broken main tube showed damage. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
Refer to h11 for follow-up information.